Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that an attempt was made to place a leadless implantable pulse generator (ipg) in the right ventricular (rv) but they were unable to cross the valve. After several attempts the system was over torqued. A different type of device was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed. Analysis indicated that the outer shaft had mechanically exposed wire mesh. The shaft was mechanically kinked/buckled. The analyst noted that the delivery system was returned, with the device intact in the delivery cup. Visual inspection found there was a kink at 5.5 and 15 cm from the distal end of the delivery system. Wire mesh protruding from the outer shaft of the proximal end of the device cup. If information is provided in the future, a supplemental report will be issued.